Manufacturer narrative:
(B)(6). (B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced opaque bubble layer (obl) resulting in an incomplete flap on the same day of laser treatment in the operative eye. It was reported that the surgeon experienced a bad obl on one eye and it seems like an uncut sit cut. The surgeon tried to lift the flap but could not resulting in an aborted procedure. The procedure will be converted to photorefractive keratectomy (prk) procedure/surface treatment.